Manufacturer narrative:
A site visit was performed on (B)(4), 2010. The service report for this visit stated that the issue could not be reproduced. Therefore, no parts were replaced and there are no further actions required at this time. It was reported that the site has performed two cases after this service visit and both cases were completed with no further issues. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.

Event description:
A site reported that after successfully completing registration and selecting the continue to navigation button, the cursor turned into an hour glass and the system froze. They were unable to continue. Before calling, the site rebooted the system and had the same problem occur. The case was cancelled with the patient under general anesthesia. There was no harm or injury to the patient reported.